Manufacturer narrative:
Event description: pt complained of feeling of extreme tachycardia. Relieved with o2. Symptoms decrease as dialysis continues. Investigation / determination of cause: the review of device history records does not indicate any deviations during production of the lot. The complaint records were reviewed and no other hypersensitivity reactions were reported. The exact cause of the reported event is unknown. The pt recovered within a few minutes with administration of oxygen. Safety analysis: users are advised of the possibility of adverse reaction in the instruction for use: extra care must be taken when treating pts for the first three to four weeks with a specific dialyzer, or pts who have exhibited possible hypersensitivity symptoms during previous treatments or pts known or suspected hypersensitivity to products sterilized with ethylene oxide, or pts who have a history of being highly sensitive and allergic to a variety of substances. (IFU no 1982) same lot samples were analyzed for residuals. The results were not quantifiable. Follow-up action: the exact cause of the event is unknown. No further action is planned. DHR review: review of the device history record does not indicate any deviation of during product of the lot. No other reactions complaints have been filed against this lot number.

Event description:
Patient reaction. Symptoms: short of breath, hypotensive and had chest tightness. Given benadryl and o2. No injury.